Event description:
Info received states that pump had experienced error code 36. Error occurred twice on same date, only one report for that date was done.

Manufacturer narrative:
New pump software was installed. Reference recall number z-1867-2011.